Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure the patient's bmi was 36, there is no other patient information available. Date and name of index surgical procedure: not sure when the previous procedure was done, the surgeon did not perform the initial surgery that failed. The initial procedure was a lap ventral, and the follow up to repair was an open component separation in the retro rectus space. And the surgeon used a soft prolene (mesh) to repair the ventral space, abdominal wall. The diagnosis and indication for the index surgical procedure? It (the hernia) reoccurred and caused a bowel obstruction. Was the procedure open or laparoscopic? The lap ventral was laparoscopic. The open component separation in the retro rectus space was open. What were current symptoms following the index surgical procedure? Onset date? Not available, not known. Please provide additional information regarding the ¿mesh had failed¿. The mesh broke in the middle. One side of the mesh was incorporated. And the other side was not incorporated. What was the indication for the reoperation? The mesh had failed, which caused a bowel obstruction. What was the appearance of the mesh at reoperation? One side of the mesh was incorporated. And the other side was not incorporated. Other relevant patient history/concomitant medications not available. Product code and lot number? Not available, not known. What is physician¿s opinion as to the etiology of or contributing factors to this event not available. What is the patient current status? The patient is fine and at home.

Event description:
It was reported that the patient underwent a lap ventral hernia repair on an unknown date and mesh was implanted. Following the procedure, the patient returned to the hospital with an unknown issue. On (B)(6) 2018, the patient underwent open component separation in the retro rectus space. The surgeon reported the mesh had failed, it was found that the mesh broke in the middle. One side of the mesh was incorporated and the other side was not incorporated. The hernia recurred and caused a bowel obstruction. The surgeon used another mesh to repair the ventral space, abdominal wall. It was reported that the patient is fine and at home. No additional information was provided.